Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21 mm watchman laa closure device & delivery system (wds) was advanced. The device was deployed and landed too proximal for which it was fully recaptured. At this time, a pericardial effusion was noted to the posterior aspect of the heart and the case was aborted. The exact location of the effusion was not identified, but contrast injections confirmed that it did not originate in the laa. Approximately, 100cc of dark blood was drained via small pericardial window. It was suspected the effusion was due to the trans-septal crossing. The patient stayed an extra day in the hospital for observation, and was then discharged as planned.